Manufacturer narrative:
D10 concomitant products: vlocl0426, vlocl0426 v-loc* 180 0 grn 45cm gs25x12, (lot number: a3g1551vy) vlocl0426, vlocl0426 v-loc* 180 0 grn 45cm gs25x12, (lot number: a3g1551vy) vlocl0426, vlocl0426 v-loc* 180 0 grn 45cm gs25x12, (lot number: a3g1551vy) vlocl0426, vlocl0426 v-loc* 180 0 grn 45cm gs25x12, (lot number: a3g1551vy) vlocl0426, vlocl0426 v-loc* 180 0 grn 45cm gs25x12, (lot number: a4h1507vy) vlocl0426, vlocl0426 v-loc* 180 0 grn 45cm gs25x12, (lot number: a4h1507vy) vlocl0426, vlocl0426 v-loc* 180 0 grn 45cm gs25x12, (lot number: a4h1507vy) vlocl0426, vlocl0426 v-loc* 180 0 grn 45cm gs25x12, (lot number: a4h1507vy) vlocl0426, vlocl0426 v-loc* 180 0 grn 45cm gs25x12, (lot number: a4h1507vy) vlocl0426, vlocl0426 v-loc* 180 0 grn 45cm gs25x12, (lot number: a3f0389vy) vlocl0426, vlocl0426 v-loc* 180 0 grn 45cm gs25x12, (lot number: a3f0389vy) vlocl0426, vlocl0426 v-loc* 180 0 grn 45cm gs25x12, (lot number: a3f0389vy) vlocl0426, vlocl0426 v-loc* 180 0 grn 45cm gs25x12, (lot number: a3f0389vy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the suture broke and there was an increase in surgical time. Quality and shipping issues were also noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection and functional testing found no notable condition. It was reported that the needle detached. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of suture broken. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a myomectomy, the sutures had quality and shipping issues, the needle detached, and there was an increase in surgical time. It was noted that multiple sutures were used and had the same issue. A new suture was used to resolve the issue. No patient complications have been reported as a result of this event.